Manufacturer narrative:
(B)(4). The device was used in a moderately calcified common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose device after a leg angioplasty interventional procedure. Reportedly, the clip did not capture the artery. The device was removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device was deployed in a calcified artery. Per the instructions for use - precautions: do not deploy the clip in areas of calcified plaque.